Event description:
The user facility reported a patient with post cardiotomy cardiogenic shock / low cardiac output syndrome was going to be on an impella 5.0 for mechanical circulatory support. The physician attempted to insert the device; however, he was unable to cross the pump into the ascending aorta. Support was aborted. No further information is available.

Manufacturer narrative:
The device was not returned for investigation, however clinical details were sufficient to determined root cause. The cause of the issue was patient condition related. This report is being filed as part of a retrospective review of historical records.